Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks post implant, the right atrial (ra) lead exhibited pronounced right ventricular (rv) lead pacing output on the right atrial (ra) electrogram (egm) and p-waves appear to be under-sensed, with ra lead dislodgement and migration. The ra lead remains in use. No patient complications have been reported as a result of this event.